Event description:
During a cryoablation procedure, it was noticed that there was clear liquid (from continuous flush) leaking out of the valve of the flexcath steerable sheath at about the same rate as the flush rate. The catheter was removed to check valve competency and no leak from the valve was evident without catheter inserted in the sheath. When the catheter was reinserted, the leak resumed but at a slower rate. The procedure was completed with the leaking sheath. No difficulty was reported during the initial catheter insertion. No other issues seen and no adverse event occurred.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. The insertion of a catheter through the flexcath sheath showed a leak through the valve of the sheath. Dissection showed a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.